Event description:
It was reported that a spectrum iq infusion pump shuts off intermittently. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing ,¿'powers off when battery is moved.¿ was not reproduced. The device was tested with the customer power cord and functioned as intended. A review of the event history revealed an ¿improper shutdown!¿ message occurs at power up following power loss to the pump. The history log cannot be used to determine how power became disconnected. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be ac power adapter had exposed wires. Ac power adapter requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.